Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2013. When the nurse connected the drain and the reservoir, the anti-reflux valve was detached and fell into the reservoir. The reservoir was exchanged for a new one which worked normally. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve was detached and was inside the reservoir.